Event description:
Additional information received indicates that surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.

Manufacturer narrative:
An in-vivo lead experiencing high impedances were reported to abbott. The lead remains implanted and not returned for analysis. The device history record of the lead was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott that lead extension had high impedance. Based on information receive, high impedances were verified on the system (lead/extension) implanted in the left side of patient's brain. The physician is going to replace the lead. We don't have the date yet. They will send it to us to be analyzed. The results of the investigation are inconclusive as the product was not returned for analysis.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of the returned lead revealed a fracture on the lead body with multiple internal wires broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the diagnostics revealed high impedances on the left side of the lead. Surgical intervention may be pending to address the issue.